Manufacturer narrative:
(B)(4). G2- australia h3- customer has indicated that the product will not be returned to zimmer biomet for investigation..the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately one year and two months post implantation due to patellar loosening. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, h6, and h11. Corrected: h4. Visual inspection of the provided images performed. Residue apparent on the affected device. Unable to detect any signs of wear or damage from the images. Unable to confirm part or lot etching from the images. The product was not returned so further analysis could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: assessed one image of right knee skyline view which was not submitted to mmi. The date of the image is unknown; therefore, it is not known if this was taken post initial implant, or closer to the date of the revision, which could support review for loosening as the product is to be cemented. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. This complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.